Event description:
According to the reporter, twice during daily tests, defibrillation and pacing tests failed. The reporter stated that only by separating and reconnecting the monitor and defibrillator would proper operation be restored.